Event description:
It was reported that at a follow up appointment, the longevity of this device's battery was found to be substantially lower than expected. Boston scientific technical services were contacted and confirmed the depletion was a result of high atrial rate sensing resulting in high thresholds and frequent mode switching. Programming recommendations were provided. The device was reprogrammed to resolve the event and the patient was stable with no adverse consequences.

Event description:
It was reported that at a follow up appointment, the longevity of this device's battery was found to be substantially lower than expected. Boston scientific technical services (ts) were contacted and confirmed the depletion was a result of high atrial rate sensing resulting in high thresholds and frequent mode switching. Programming recommendations were provided. The device was reprogrammed to resolve the event at the time. However, two years later, this device battery exhibited increased power consumptions despite the previous programming. Data was sent to ts for review and confirmed the battery consumption was increasing gradually resulting in the premature depletion. Replacement was recommended within 90 days. At this time, the system remains implanted and in service and no adverse patient effects were reported.